Event description:
It was reported that during pre-op, the bur could not be held and the fit (insertion) was weak in skeeter drill handpiece. Due to the structure of the product, it was not possible to completely separate the bur and skeeter drill tip. Both (bur tip and handpiece) were wobbling . There was no patient impact.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the burr can be held, but it has a large rattling force; the button is pushed in; and the screw on the opposite side of the button is not all the way in. There was some wobbling. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during pre-op, the bur could not be held and the fit (insertion) was weak in skeeter drill handpiece. Due to the structure of the product, it was not possible to completely separate the bur and skeeter drill tip. Both (bur tip and handpiece) were wobbling . There was no patient impact.